Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found the labels intact. The housing was observed to be damaged. A review of the pump event history log found no evidence of the reported problem in the history. Further investigation found service due displayed upon power up. The root cause of the reported issue was found to be caused by the internal clock battery. Actions were taken to mitigate the reported issue: replaced the clock battery.

Manufacturer narrative:
This MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Device evaluation a sample was received to perform an investigation. A visual inspection of the returned pump found the labels intact. The housing was observed to be damaged. A review of the pump event history log found no evidence of the reported problem in the history. Further investigation found service due displayed upon power up. The root cause of the reported issue was found to be caused by the internal clock battery. Actions were taken to mitigate the reported issue: replaced the clock battery.

Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that device had internal battery issues. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.